Event description:
Same case as MFR report# 2134265-2010-05480. It was reported that post a stenting treatment procedure, acute thrombosis and a myocardial infarction occurred. The 90% stenosed concentric de novo lesion measuring approximately 2.5mm in diameter and 30mm in length was located in a moderately calcified and moderately tortuous right coronary artery (rca). Access was obtained via the right femoral artery. The lesion was predilated with a 2.0x20mm non bsc balloon which reduced the stenosis to 70%. A 2.5x32mm taxus liberte stent was advanced to the lesion and deployed at 16 atms for 16 seconds. A 2.5x8mm taxus liberte stent was then advanced and deployed at 16 atms for 30 seconds distal and overlapping the first stent. The procedure was completed at that time. No patient complications were reported. Patient status was listed as stable. At the end of the procedure the patient was given 300mg plavix orally. One and a half hours post procedure the patient vomited and was not re-anticoagulated. Six hours post procedure, the patient presented with chest pain. A myocardial infarction was confirmed via EKG. The rca was occluded with thrombus at the proximal end of the 2.5x32mm taxus liberte stent. A 2.5x20mm non bsc stent was inflated in the lesion to 16 atms for 20 seconds followed by a 3.0x20mm non bsc balloon inflated 5 times to 30 seconds. No further patient complications were reported. Patient status is listed as stable. The patient was restarted on anti-platelet therapy. The physician stated that the cause of the thrombosis was that the patient did not have adequate anti-coagulant therapy at the time of the event due to the vomiting post procedure.

Manufacturer narrative:
(B)(4). Product surveillance spoke with the home patient (hp) who stated she had dropped her compact exchange device (cxd) and thought it was broken. However, the hp confirmed her nurse checked out the device and it was working just fine. The hp stated she still uses the device. An engineering quality review was completed for this report of a damaged device. Based on the information obtained from baxter?s investigation, the root cause was not determined. A review of the device history record was performed. The device was tested and passed all test requirements. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center to report a compact exchange device (cxd) that was not working. The hp requested a new device. The technical service representative (tsr) advised the hp to spike her bags by hand for the night. The tsr arranged for a replacement cxd machine. There was no patient injury or medical intervention indicated at the time of the initial report. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was requested. If the device is returned for evaluation then a follow-up will be submitted.